Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation and the lot number was not provided. Therefore, the complaint cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all concentrate products shipped to this account within the selected time frame. A records review was performed on the lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, rework, or issues identified during the manufacturing process which could be associated with the reported event. Although the lot number was not identified by the user facility, all device history records (DHR) are reviewed and released according to the "review and release of device history record" standard operating procedure (sop) document. Product is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. Naturalyte acid concentrate is manufactured to meet aami requirements using validated processes and released based on a determination that the finished product met those requirements. Per the documented product investigation, there was no indication that the naturalyte acid concentrate product caused, contributed to, or was a factor in the reported event.

Manufacturer narrative:
The actual date of death is not known, however, the nurse indicated that the patient expired on either (B)(6) 2016. The lot number or product number of the naturalyte was not provided. No samples of the acid concentrate have been made available to the manufacturer for evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity. Clinical investigation: while requested, no medical records have been received. There are no allegations against the 2008k hd machine or any other fresenius products and the patients transitory one to two minutes of being unresponsive or their subsequent expiration. Although there is a temporal association involving the 2008k hd machine and naturalyte, it is unlikely that a causal relationship exists. The investigation into the patient incident was not able to confirm a device issue which would have resulted in the adverse event. No device malfunctions were alleged, identified, or observed prior to, during, or following the patients hd treatment. The machine was removed from service after this event and evaluated by the fresenius res. All tests found the unit to be functioning within specifications.

Event description:
A biomedical engineer (biomed) at a user facility reported that a patient requested service on a 2008k hemodialysis (hd) machine following a patient incident involving an air embolism. Follow-up information with the nurse at the user facility revealed that the patient was a chronic hd patient. The patient had arrived for treatment looking pale and had tremors. Approximately 20 minutes into the treatment, the patient blanked out, the patients eyes became fixed and pupils constricted. The patients vitals were stable, but the patient remained pale. The nurse stated that within a matter of a minute or two minutes, the patient became responsive. The physician terminated treatment and the patient went back to her room. Approximately 3 hours later, the floor staff found the patient unresponsive in her room. The staff ventilated the patient and a brain scan revealed that her brain was gone. The patient came off of the ventilator either two or three days later at which time the patient expired. The nurse stated that the patient has had existing problems with her access and had other problems related to her heath. Three days before the incident, a catheter line was placed by the or doctor and x-rays showed that the catheter was placed correctly. However, on the morning of the incident, the catheter had been pulled and it was noted then that the catheter was in fact not placed correctly. It was sometime after a 4 hour period that the treatment in question had been initiated. The nurse confirmed that there was no air embolism that occurred while the patient was on the hd machine and no air noted in the bloodlines during the patients treatment. The machine passed all set-up and self tests prior to the start of treatment and did not alarm during the patients treatment. Fresenius brand naturalyte was also used at the time of the hd treatment. No acid concentrate samples have been made available to the manufacturer for evaluation. No further information has been made available. The 2008k hd machine was pulled from service following the event in order to perform an evaluation. The user facilitys on-site biomed checked the machine and did not find any issues. In addition, the machine was evaluated by a fresenius regional equipment specialist (res). The res checked all pumps as well as the air level and blood leak detectors for accuracy. The res confirmed that the unit was operating properly and all systems were operating within acceptable limits. No information had been made available to confirm if the unit has been returned to service at the user facility.